Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 7/3/1992 and was last repaired on 12/19/2012. Eval of the device observed that the comb was damaged. It was also observed that the roller, gear, and side plates were damaged, and the screws were stripped out as well. A test mesh and calibration could not be performed due to damage of the comb. The customer included four cutters. Cutter eval demonstrated that all four cutters produced unacceptable test meshes. The cause is likely the user not maintaining the device per proper handling and lack of preventative maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was broken. During device analysis, it was determined that the comb was bent. Clinical follow up with the customer could not provide any additional info regarding the reported event.